Event description:
Literature was reviewed regarding the feasibility of supra-annular implantation of transcatheter self-expanding valve in patients with bicuspid aortic stenosis. The study population included 30 patients with a mean age of 79 years old. All patients were implanted with a medtronic evolut pro or evolut pro+ or evolut fx bioprosthetic transcatheter valve. Among all patients, clinical observations included: mild to moderate paravalvular leak (pvl) and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: moccetti et al. Supra-annular implantation of transcatheter self-expanding valve in bicuspid aortic stenosis - a feasibility study. Joint annual meeting of the swiss society of cardiology and the swiss society of cardiac surgery. Presented june 4¿6, 2025. Doi: https://smw.ch/index.php/smw/article/view/4706/6241. Published may 28, 2025. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.